Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. The cause of the host pc power supply failure could not be conclusively determined by the supplier's part analysis; however, onsite troubleshooting identified the cause of the issue as a faulty host pc power supply. To resolve the issue, fse replaced the host pc power supply. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.